Manufacturer narrative:
(B)(4). Complaint can be confirmed through the returned product analysis. A corrective maintenance was performed by a field service engineer (fse) for this issue which revealed the arm was drifting and locking up. The fse replaced the force sensor and tested as per procedure. The system was functional as per specifications and ready to be used. The reported products were reviewed for compatibility with no issues noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, a robotic arm locked up and did not move smoothly. The issue occurred intra-operatively while the system was in use. Attempts have been made and no further information has been provided.